Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty inserting the charging cable into the pump usb port in order to charge the pump. Customer's blood glucose was not impacted. Reportedly, the customer was still able to successfully charge the pump